Manufacturer narrative:
As stated, this report is being submitted as follow up no. 1 for mfg. Report no. 9681834-2016-00026 to provide the return sample evaluation results. Only a sheared piece from the actual device was returned to the manufacturing facility for evaluation. The sheared piece measured approximately 105mm. Magnifying inspection found it had a semi circular groove on the surface along the total length, with one end having a shear sheared cross-section presenting a smooth surface. Functional testing was conducted and was able to reproduce the reported defect. This test was conducted on a current product sample and was inserted into a metallic material and then was withdrawn. The urethane coating was sheared from the product sample. The sheared cross-section surface of the urethane coating was observed to be similar to that of the actual sample. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation findings, it is likely that the actual sample came into contact with a sharp object, resulting in the shearing of the urethane layer. From the available information, the definitive cause of this complaint cannot be determined. The IFU of this product does have the statement in the warnings section. "Do not use the guide wire m with devices which contain metal parts such as atherectomy catheters, laser catheter or metal introducer devices as they may cause the guide wire m plastic coating to shear and/or sever the wire." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 9681834-2016-00026 to provide the return sample evaluation results.

Manufacturer narrative:
The actual sample had not been returned and the evaluation is yet not complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code 11 was used in the conclusions section of h6. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and the product release decision control sheet. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. H3 other text : device not returned to manufacturer

Event description:
The user facility reported separation of urethane layer on the radifocus guidewire device. Follow up communication with the user facility confirmed the following information: on introduction for vascular access, the coated end of the guidewire shaved off and a segment remained within the patient; the patient required one further procedure to remove the segment from the patient; the procedure was completed successfully; and it was reported there was minor harm to the patient.